Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure the patient was brought in to have an angiogram performed to look for a possible type 2 or type 3 endoleak (type unknown). Although no endoleaks were seen, the physicians decided the best course would be to reline the stent graft because there have been some sac enlargement (quantity is unknown). The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type 3b endoleak with aneurysm enlargement and additional endovascular procedure are confirmed. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest movement of the proximal extension of 9.6mm occurred that was not included in the event as reported. The movement was discovered during a review of the index and event angiograms (01/08/2014 and 12/02/2023). The most likely causation for the type 3b endoleak was device related due to use of strata material. User, procedure or anatomy relatedness of this complaint could not be determined. No procedure related harms for this complaint were identified. The final patient status was reported to be discharged home on postoperative day one in stable condition. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately nine (9) years post initial procedure the patient was brought in to have an angiogram performed to look for a possible type 2 or type 3 endoleak (type unknown). Although no endoleaks were seen, the physicians decided the best course would be to reline the stent graft because there have been some sac enlargement (quantity is unknown). The physician elected to reline the original implanted devices with another bifurcated stent graft and a suprarenal aortic extension to resolve this event. The patient was reported as doing fine post secondary procedure. Additional information: an internal clinical assessment confirmed the indeterminate endoleak as a type 3b. The clinical assessment also determined there is reasonable evidence to suggest movement of the proximal extension of 9.6mm occurred that was not included in the event as reported. The movement was discovered during a review of the index and event angiograms. (01/08/2014 and 12/02/2023).